Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that ranged from 130 mg/dl to 556 mg/dl. Manual injections were delivered to address bg. A system check was performed and it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. A supply change was performed resolving the issue and insulin therapy was resumed on the pump.